Event description:
The customer reported the sys had a black screen and was unable to view fluoroscopic images. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.